Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was reading inaccurately low compared to another meter. As the medical surveillance specialist (mss) was unable to contact the patient to obtain additional information, despite numerous attempts, this complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to state when the alleged inaccuracy occurred but stated that they obtained blood glucose results of ¿144mg/dl¿ on the subject meter and ¿207mg/dl¿ on another unknown meter within 30 minutes of one another. The patient manages their diabetes with oral medication (type and dosage unknown) as well as with diet and/or exercise. The patient denied making any changes to their normal diabetes management routine as a result of the alleged product issue. The patient did not develop any symptoms as a result of the alleged product issue, but they did make a visit to their doctor¿s office at 7:30am on 05/11/2015. During this doctor¿s office visit the patient had their blood glucose measured on the doctor¿s meter and this is when the result of ¿207mg/dl¿ was obtained. As a result of this the patient was administered with insulin by their doctor (type and dosage unknown). No further medical treatment was noted at the time of the initial call. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution available to walk through a retest. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient obtained an inaccurately low subject meter result which led to them requiring medical intervention at a doctor¿s office for hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.